Manufacturer narrative:
(B)(4). This report is being submitted to relay on initial information and investigation results. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05226. Reported event was unable to be confirmed due to limited information received from the customer. The x-ray review states that: the femoral head component appears grossly centered within the acetabular cup an irregular metal structure projects at the lateral margin of the femoral head component partially obscured by the acetabular cup component, questionable for component breakage. Several punctuate tiny metallic fragments project at the lateral hip joint which appears to be metal debris and is of concern for metallosis. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was a patient underwent a left hip revision approximately 11 years post primary surgery, due to stem fracture. The x-ray review is of concern for metallosis at lateral hip joint. Attempts have been made and additional information on the reported event is unavailable.